Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, information correction noted: it was reported that an arteriotomy closure was attempted using a proglide device after an interventional coiling procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a calcified common femoral artery was attempted using a proglide device with an 8fr sheath prior to an interventional coiling procedure. Reportedly, when the proglide plunger was removed, there was no suture. Hemostasis was achieved with manual arterial compression. There was no adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.